Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain information about the device use at the time of the event and further clarification of the battery issue. No response or further information was received from the technician regarding if the device was in use or out of use at the time of the event or what the issue was that led to the need to order a replacement battery. Philips was also unable to confirm the final disposition of the device due to the lack of a gfe response. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(4).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device needed a replacement battery. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. The material only work order was canceled and no replacement battery was ordered. Good faith efforts (gfes)are being completed to ascertain clarification on the allegation and to determine if the issue was resolved. This investigation is ongoing.